Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified flat creases. The weight of the device was within specification. No openings observed in the device. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown, "swelling," and "small amount of loculated fluid is noted adjacent to the implants." The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, swelling, rupture.

Event description:
Healthcare professional reported "capsular contracture," baker grade unknown, "swelling," and "small amount of loculated fluid is noted adjacent to the implants." This record relates to left side. Device has been explanted.